Event description:
My tandem tslim pump keeps having occlusion alerts. Tandem sent me a new pump and it only lasted a few hours. I have done everything they advise you to do. I finally switched back to an old tandem pump and so far so good. I read that the 7.9 update was causing issues, my old pump does not have that update.